Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument and was not able to duplicate the problem. The instrument tip clamps were cleaned. The instrument was tested without further problem and returned to service.